Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 564mg/dl. Reportedly, the customer did not have any cartridges or needles available. The bg was addressed via a manual injection. The customer obtained additional supplies and resumed insulin delivery. The customer was instructed to consult with healthcare provider regarding bg level.